Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the infusion tubing and the infusion tubing was loose at the adapter. This issue occurred with four infusion sets from the same package.